Event description:
The customer reported that a historically o positive patient was tested rh(d) negative with erytype s abd+rev.a1, b on tango. The patient had been tested rh(d) positive on tango in 2010. The patient sample that had caused the false negative reaction was sent to us for investigational testing and the supposedly defective product was returned, too. Our quality control laboratory tested the patient sample with the supposedly defective product. The sample reacted clearly positively with both anti-d reagents on erytype s abd+rev.a1,b. The supposedly defective product was also tested with additional red cells. All positive and negative reactions were correct. We did not observe any false negative reactions. The patient sample was also tested for the rh(d) and the rh phenotype using the tube technique. The anti-d reagents yielded positive reactions, but mixed field reactions, as well as the positive reactions with anti-e and anti-c. These mixed field reactions suggest a rh incompatible transfusion and a possible weakening of the rh(d) typing at the customer´s site. There is no indication for a malfunction of the affected tango optimo. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev. A1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident